Manufacturer narrative:
The device sample is not available for investigation. No lot # is provided. A f/u report will be sent when completed.

Event description:
The event was reported as: customer states while using the device during continuous nebulizer treatments on a patient; it appeared that the medicine nebulizer clogged the pop-off valve and/or the ho flow cannula which generated back pressure. Nasal cannula became clogged, so patient did not receive nebulized medicine. No reported injury or medical intervention required.